Event description:
The customer reported that the device was unable to seal a vessel and this resulted in bleeding during dissection. No error sounds were heard and smoke and stream were noticed during the seal cycle. It could not be confirmed if end tones were or were not heard. The bleeding was stopped with a new ligasure device.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.